Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed button error after insulin leaked from the reservoir into the reservoir compartment. The blood glucose reading was 226 mg/dl. The customer also reported that the insulin pump had a blank display after it was exposed to moisture. She noted that she had already discarded the reservoir and infusion set. She stated that the keypad did not respond to button presses. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.